Event description:
It was reported that while stimulation was turned on, the pt experienced a loss of therapeutic effect and stimulation in the wrong location. The pt was feeling the stimulation only in the legs versus the lower back where it used to be. There was no known accident or incident related to this complaint. The stimulation stopped out of the blue about a month ago. The pt could position herself to get the stimulation to work, however, cannot handle doing this because it was too painful. The pt's status was reported to be fair. It was noted that movement caused stimulation changes. Palpating did not cause stimulation changes. No pt treatment or outcome was reported.

Manufacturer narrative:
(B) (4).